Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is touch contamination due to unspecified connection issues. The pdrn stated the event was unrelated to the utilization of any fresenius product or device. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called fresenius technical support and reported utilizing a medicated bag. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with peritonitis on an unspecified date. The pdrn stated the medicated bag was an antibiotic, for the treatment of the patient¿s peritonitis. A peritoneal effluent fluid culture was obtained (date not provided) and was significant for gram-positive cocci (species and genus not provided). The patient is being treated outpatient with intraperitoneal ceftazidime 1000 mg for 21 days. The pdrn stated the cause of the peritonitis was touch contamination due to a connection issue (specifics not provided). The patient is recovering from the event and continues to perform ccpd for rrt. Per the pdrn the peritonitis is unrelated to the utilization of any fresenius product or device.